Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's extension and lead were damaged. Stage 1 and stage 2 were performed on the same day. When attempting to tighten the screw on the extension/lead connection, one screw would not torque. When attempting to troubleshoot, the surgeon removed the lead from the extension and contact 0 came off the lead and was inside the extension. Both the lead and extension were replaced. No symptoms were reported. No further complications were reported/anticipated. Additional information was received stating the lead/extension were never connected to the ins. The devices were sent back for analysis.

Manufacturer narrative:
Analysis of the lead, lot #: va257lh, revealed that the connector was pulled out/off at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (l/n va257lh) found connector #3 was pulled out/off at the proximal end. If information is provided in the future, a supplemental report will be issued.